Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 245 mg/dl. The customer disconnected at the quick release and stated that the tubing had an air bubble but insulin then started to exit the tubing during fixed prime. He was advised to change the infusion set; he removed the set and found the cannula to be bent. The customer was then advised that the insulin pump had to be replaced. The customer had a new insulin pump he would start using after training and declined the replacement. The device will not be returned for analysis.